Event description:
Heel had a 2 degree burn by bedwarmer. Consumer has had it for a couple of years or more. Called again, (B)(6) 2016, going to call back after husband goes to doctor today and then because he is immobilized from the burn, he is now in need of another doctor. (B)(6) called, (B)(6) 2016, and her husband's foot is looking much better and is healing. The pad received was inspected. The quality inspector noticed that cord was extremely twisted. The pad was heating and functioning properly and there was no evidence of anything burning or burned on the pad.